Event description:
It was reported to boston scientific corporation in 2009, that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the cutting wire broke at the proximal end of the cut wire. The device was removed from the patient. Following removal of the device through the scope, the cutting wire was nowhere to be found. They do not know if it was left in the patient or in the scope. No attempts at retrieval or imaging were made. The physician completed the procedure with another of the same device with apparently no patient complications and the patient appears fine. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.